Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. The customer stated that no delay, but this malfunction occurred while trying to dispense medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height auxiliary drawer 2.1 was not detected on the bus. A field service engineer removed the back panel and observed that the controller board light for drawer 2.1 was flashing. The device was then shut down, and all controller board and bus wire connections were reseated. After rebooting the device, the controller board bus light no longer flashed. Diagnostics were used to test the drawer and confirm that all drawer components were fully functional. The device was rebooted to the es application. The customer tested the drawer, and all components were verified to be fully operational. No other issues were detected. The system functioned as intended after the field service engineer repaired the device.